Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2020, the groshong catheter was placed from the upper arm and was secured with the statlock. On (B)(6) 2020, the nurse noticed the catheter breakage between the infusion line and the catheter part where the statlock was attached. There was no reported patient injury. No other information provided.

Event description:
It was reported that on (B)(6), 2020, the groshong catheter was placed from the upper arm and was secured with the statlock. On (B)(6) 2020, the nurse noticed the catheter breakage between the infusion line and the catheter part where the statlock was attached. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed but the exact cause remains unknown. One 4 fr sl groshong nxt catheter was returned for investigation. The catheter was returned in two sections. The break was located 2.4 cm from the distal tip of the strain relief oversleeve. Microscopic observation revealed catheter narrowing on the distal broken segment. The catheter narrowing suggest the catheter was likely exposed to tensile forces. The catheter break surface was granular and uneven. Based on the condition of the returned samples, possible contributing factors include excessive manipulation, kinking, and tensile damage. Since a complete break was observed, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.